Manufacturer narrative:
(B)(4)

Event description:
On (B)(6) 2013, the patient with a history of rheumatic heart disease underwent a double valve replacement procedure. A 21 mm sjm epic valve (model: e100-21a, s/n: (B)(4)) was implanted in the aortic position and this 27 mm sjm epic valve was implanted in the mitral position. On (B)(6) 2015, the patient presented to the hospital with shortness of breath and a cough. A re-do mitral valve replacement was performed the same day. During the procedure, a partial tear and prolapse was found in one cusp of the mitral valve. A smaller 25 mm sjm epic valve was implanted in the mitral position. The patient was reported to be in good condition postoperatively. Per report, there was no complaint regarding the aortic valve which remains implanted.

Manufacturer narrative:
(B)(4). The results of this investigation concluded a thin layer of fibrin with histiocytes was found on the inflow surface of cusp 2, and on both the inflow and outflow surfaces of cusp 3. Tearing was observed in all three cusps. Thinning and loss of collagen fibers was observed at the base of all three cusps. No acute inflammation or significant calcifications were observed, and gram stains were negative for organisms. No evidence was found to suggest the cause of the cusp tears, thinning and loss of collagen fibers, and fibrin was due to an intrinsic defect in the valve, as supported by review of the valve's device history record and the analysis performed. The cause of the reported event remains unknown.